Event description:
Philips received a complaint by the customer on the v60 indicating that the error for o2 unavailable occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error for o2 unavailable occurred. The remote service engineer (rse) removed the o2, and the error message still occurred. The rse then advised the customer to remove the manifold from the unit and run the o2 straight to the device. The customer confirmed the error went away after. The customer reattached the manifold and the error reoccurred. The rse confirmed the manifold was faulty and advised a replacement. The rse provided the customer with the part number for a replacement manifold. The customer replaced the manifold to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.